Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise due to an insulation abrasion. The abrasion was thought to be due to friction between the rv lead and the device. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.